Event description:
The pump was returned for investigation. Investigation revealed that the bolus button was unresponsive, there was moisture on the bolus button contact, and the display screen was dim and discolored. This report is made based on results of investigation completed on 03/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: investigation revealed that the bolus button was unresponsive. The bolus button cover was found to be intact. The bolus button cover was removed, and there was evidence of moisture on the bolus button contact. Additionally, investigation revealed that the display was dim and discolored. Unrelated to the bolus button and display issues, investigation revealed that the keypad cover was peeling. There were no response issues found to the keypad buttons. Initial reporter: (B)(6).